Manufacturer narrative:
Additional information has been provided in b.3., d.10., e.1., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The company service representative recommended replacement of the non-conforming pneumatics module. No further communication was received from the customer. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming pneumatics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported failed vitrector cuts with the system. Additional information has been requested.